Manufacturer narrative:
A sample had been received, but has not yet been evaluated. The device history records for the component lots were reviewed. Unrelated processing abnormality was found during the review. (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchasing professional reported the probe did not actuate and it failed to cut. The event occurred prior to surgery with no patient involvement.